Event description:
The customer reported high blood glucose. The blood glucose reading was 438 mg/dl. The patient treated with manual injections. The unit also alarmed no delivery. The alarm and possible causes were explained to the customer. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The customer reported high blood glucose. The blood glucose reading was 438 mg/dl. The patient treated with manual injections. The unit also alarmed no delivery. The alarm and possible causes were explained to the customer. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.